Manufacturer narrative:
One vial of test strip lot 194490-13 containing 0 test strips and the customer's meter were received for investigation. The meter appeared undamaged and clean on the outside. The retention test strips (lot 194490-10) were measured with the returned meter in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Master lot/retention meter. Marcumar 3: 3.4 inr. Marcumar 4: 2.0 inr. Retention strips/customer meter. Marcumar 3: 3.3 inr. Marcumar 4: 1.9 inr. The maximum difference between measurements with the same blood sample was 5%. The returned customer material and retention material complies with specification.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable high results from coaguchek xs plus meter serial number (B)(4). The comparison laboratory used dade innovin from siemens reagent. The result from the meter was 6.1 inr and the result from the laboratory was 3.3 inr. On (B)(6) 2017, the result from the meter was 5.5 inr and the result from the laboratory was 2.9 inr. There was no allegation of an adverse event. The customer meter and test strips were received for investigation and were tested with qc material, patient material, and retention test strips. The test strips and qc material were also tested on a retention meter. The customer meter's test strip guide as found to be very dirty but the meter worked within specification. Customer meter: qc range = 1.5 - 2.3 inr, qc result = 2.0, 1.9, 1.9 inr, patient test result = 1.9, 1.9 inr. Retention meter: qc range = 1.5 - 2.3 inr, qc result = 1.9, 1.9 inr, patient test result = 1.9, 1.9 inr. Relevant retention test strips (lot 194490-10) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material complies with specification.